Manufacturer narrative:
On 1-feb-2023, the product investigation was completed. It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that an af ablation procedure was being performed with dr. A medium curve vizigo bidirectional guiding sheath was being used; when preparing the sheath, advancement of the dilator was noticeably stiff and arduous. The hub was noted to have a broken seal and saline was leaking back. The sheath was never inserted into the patient and no harm was done to the patient. No patient consequences. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside of the hub component; also, no damage or anomalies were found on the dilator. The dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt. No obstructions were detected. The dilator outer diameter was measured, and dimensions were found within specifications. The resistance felt in the sheath could be related to the dislodged valve. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record evaluation was performed for the finished device number 50000176 and no internal action was found during the review. The resistance issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that an af ablation procedure was being performed with dr. A medium curve vizigo bidirectional guiding sheath was being used; when preparing the sheath, advancement of the dilator was noticeably stiff and arduous. The hub was noted to have a broken seal and saline was leaking back. The sheath was never inserted into the patient and no harm was done to the patient. No patient consequences. The hemostasis valve (gasket) did not dislodge inside the hub but outside the hub. The brim cap/hub did not detach from the sheath. No picture available. The sheath was only being prepared and never inserted into the patient. Air did not enter the patient¿s body resistance with sheath is not MDR-reportable. Hub detachment is MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: manufacturer's reference number: (B)(4).